Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was location in the calcified and severely tortuous right coronary artery (rca). A stent was implanted a week prior to this procedure, but blood flow distally was poor, therefore, this procedure was being done. During this procedure, the physician noticed that the stent had been deployed in the false lumen. The 9mm x 3.0mm maverick2 monorail balloon was used to dilate a stent strut to improve blood flow from the false lumen to the true lumen. However, the balloon ruptured on the initial inflation at unknown atms in the calcified false lumen (inside of the stent.) The procedure was successfully completed with a different device. No complications were reported. Patient status is reported as "good".